Event description:
The report stated that during a c-section a small flame was observed at the tip of the pencil. It scorched some fat at the tip as they were cutting, but there was no injury to the patient. Another pencil was opened and used without any further problem.

Manufacturer narrative:
Date of initial report : 04/14/2008. The sample has been received and is under evaluation. When the investigation is completed a follow-up report will be sent.